Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: not applicable. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a 375cc mentor memorygel breast implant and experienced postoperative bilateral breast pain. A right-sided rupture was confirmed via MRI in 2019. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient's left-sided device.

Manufacturer narrative:
Additional information received on july 03, 2023 indicated that the patient scheduled for bilateral replacements with cat:3504001bc , cat:3503751bc on (B)(6) 2023. Date of event: MRI + ultrasound examinations. On (B)(6) 2018, physical exam (B)(6) 2023, date of implantation was on (B)(6) 2007. The patient also experienced capsular contracture grade iii on the right-side which was detected on (B)(6) 2023 through office examinations. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device received on sep 06, 2023 device evaluation completed on sep 07, 2023: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the sm mpp gel 375cc returned device. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, CAPA activity was not required. Manufacturer¿s reference number: (B)(4).